Event description:
This is the second event iwth the same problem; the first reported 03/30/06. The accu-chek ultraflex infusion set tubing partially separated and leaked insulin at the luer lock-tubing connection. My blood glucose at 7:50 pm est on 04/22/06 read 529mg/dl on my one touch meter. I had nausea, abdominal pain, chest discomfort, fatigue/tiredness/sleepiness.